Event description:
(B)(6): radiology technologist reports via phone that over the last two weeks they have had three syringes fail during lv gram injections. Injection protocol of 12ml/sec for volume of 35ml with 800psi. During the injection, the syringe tip detached from the syringe. Customer reports they do not recall any specific dates of failures or patient information and that all syringes have been discarded. Customer does report they did not experience any patient complications with any procedures. No reported injury.

Manufacturer narrative:
Root cause: root cause cannot be identified since sample was not received for evaluation. Conclusions: device history record could not be reviewed since lot number was not provided. Conditions reported were not confirmed, samples were not received for evaluation. Corrective actions: no corrective actions will be taken since no samples were received for evaluation.